Event description:
It was reported that two novum iq large volume pump were in use and lipids were backing up into total parenteral nutrition (tpn) solutions and other drips in the neonatal intensive care unit (nicu). It was indicated that there was mild/temporary harm, but no specific details were provided. This report is for one of the two pumps involved. No further information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.